Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a c5-c7 fusion <(>&<)> a posterior spinal fusion where rhbmp-2/acs was used on (B)(6) 2010 <(>&<)> (B)(6) 2010. It was reported that the patient sustained unspecified injuries <(>&<)> difficutly swallowing following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient underwent the following surgery direct lateral lumbar fusion at l3-4 using autograft and allograft, placed a lateral interbody cage at l3-4, placed posterior spinal instrumentation at l3-4, and performed a posterior spinal fusion using autograft at l3-4.the patient was implanted with rhbmp-2/acs. On (B)(6) 2010, the patient presented for post-op visit and had complained of some minor low back pain. In (B)(6) 2011, the patient received lumbar epidural steroids to treat a large disc herniation at the l4-5 level. On (B)(6) 2012, the patient was diagnosed with lung cancer and began visiting an oncologist. The patient had previously smoked but quit in 2007, five years before lung cancer was diagnosed. The patient was experiencing daily pain in neck and back, which limits the ability to perform everyday activities. The patient had difficulty swallowing and experiences throat pain, which patient did not experience prior to undergoing surgery.

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.